Manufacturer narrative:
(B)(4). The customer reported that they heard a humming noise coming from inside the unit and the device ready for use indicator displayed a red x. The device was then found to fail to power up. No pt involvement was reported. A philips bench technician evaluated the device and verified the failure. The noise was determined to be a failure of the fan assembly. This was a malfunction of the fan assembly that caused a failure to power up. No further communication was requested and none is warranted.

Event description:
The customer reported that they heard a humming noise coming from inside the unit and the device ready for use indicator displayed a red x. The device was then found to fail to power up. No pt involvement was reported.